Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was evaluated by a third party and the customer's reportable malfunction was confirmed based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that front panel turned off due to faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit screen went off. The issue occurred during preparation for use. There were no reports of patient harm.